Event description:
It was reported that outside of surgery on an unknown date the device was sent to repair. There was no patient harm/injury or surgical delay as there was no patient involvement. During the investigation an inconsistent speed was found. Due diligence is completed; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were under specification; however, the repair was not completed because the new motors are unavailable and the device was sent to scrap. DHR was reviewed and no discrepancies related to the reported event were found a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.